Event description:
The customer reports that during extraction the seldinger wire stuck in the needle.

Manufacturer narrative:
Qn# (B)(4). The customer returned a used unraveled spring-wire guide (swg) for evaluation. The introducer needle was not returned. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The proximal end was undamaged. The guide wire body also contained 3 distinct kinks. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The proximal weld was still intact. The kinks in the guide wire measured 294mm, 314mm, and 546mm from the distal end. The broken core wire measured 601 mm in length, which met the specifications of 596-604 mm per graphic; therefore, no pieces appear to be missing. The outer diameter of the guide wire measured .845mm which is within specification of .838-.877mm per product drawing. The undamaged proximal end of the swg was advanced into the returned catheter and a lab inventory introducer needle connected to an arrow raulerson syringe. The undamaged portion was able to advance through each component with no issue. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant manufacturing related issues. The IFU provided in this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional and functional testing, and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and introducer needle resistance could not be determined based upon the information provided and without the introducer needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - unraveled.

Event description:
The customer reports that during extraction the seldinger wire stuck in the needle.